Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref #:(B)(4).

Manufacturer narrative:
A compressor mini was reported to not start. A service engineer investigated the compressor on site and found the transformer to be faulty. After replacement of the transformer the compressor worked according to specifications. The transformer was not returned for investigation. The reported issue has been investigated by the manufacturer, the root cause was traced to the manufacturing process. It was concluded that the transformer thermal fuses were disconnected due to the damage of the epoxy sealant near the lead exit point. The transformer is fitted with two 115 °c non-re-settable thermal over-temp fuses, one in each winding. Corrective actions to correct the verified issue was implemented during week 51, 2019. The cause of the faulty transformer is probably the above. As the transformer was not returned, this could not be verified.

Event description:
Manufacturer's ref #: (B)(4).